Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and had been using the same cartridge and infusion set for over 2 days using trusteel infusion set. Tandem customer technical support informed customer to always use room temperature insulin and that trusteel infusion set is indicated for 2 days of use. The customer changed the infusion set and cartridge and resumed insulin. There was no adverse impact to customer¿s blood glucose level.